Event description:
It was reported that: the swg was found to be kinked during use on the patient. There was no report of any patient harm. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned one opened cvc set with multiple components, including a guide wire, an arrow raulerson syringe (ars), and an 18 ga introducer needle for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. Visual inspection of the guide wire revealed one kink towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire body was measured at 38 mm from the distal tip. The overall length of the guide wire measured 601 mm which was within the specifications of 596-604mm per product drawing. All these measurements were done via calibrated ruler. The outer diameter (od) of the guide wire measured 0.81 mm via calibrated caliper which was within the specification of 0.788-0.826mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions-for-use (IFU) provided with this kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the swg was found to be kinked during use on the patient. There was no report of any patient harm. Additional information has been requested from the account.